Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged and they experienced hypoglycemia and hyperglycemia. Customer¿s blood glucose level was 48 mg/dl and 67 mg/dl at the time of incident and treated with crackers with jelly. Customer declined trouble shooting low blood glucose. The insulin pump will not be returned for analysis.